Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem after customer rebooted the system. System operates as intended. (B) (4).

Event description:
The customer reported the last image stayed on the monitor even though it should have showed live fluoro. No patient injury was reported.